Event description:
The customer reported when preparing the subject device for use, prior to an unspecified procedure, the subject device would not turn on. The intended procedure was completed successfully using a similar device and with a slight delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (device would not turn on) was confirmed and found to be caused due to switched-mode power supply failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device would not power on most likely due to a switched-mode power supply failure. The specific root cause of the switched-mode power supply failure could not be determined at this time. Olympus will continue to monitor field performance for this device.